Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient's initial implant was unsuccessful for unknown reasons. Subsequently on (B)(6) 2015, the patient was implanted with a new device at new location. The implanted device remains.